Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida, cesarean section, vaginitis, chest pain, palpitations, abdominal pain, pelvic pain, vaginal discharge, abdominal pain lower, multigravida and parity 4 ((B)(6) 1990, (B)(6) 1991, (B)(6) 2002, (B)(6) 2010.). Previously administered products included for allergy: ibuprofen. Concomitant products included multivitamins (multivitamin) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("vaginal -yeast infections"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain ((B)(6) lbs)") and experienced adnexa uteri pain ("ovarian pain left side"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced complication of device insertion ("implant failed - right tube"). Essure treatment was not changed. At the time of the report, the migraine, nausea, genital haemorrhage, pelvic pain, weight increased, vulvovaginal mycotic infection, adnexa uteri pain, menorrhagia, vaginal haemorrhage, complication of device insertion, dyspareunia, vaginal discharge, pregnancy with contraceptive device and abortion spontaneous outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, complication of device insertion, dyspareunia, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010(discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: complication of device insertion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2021: plaintiff fact sheet received. Events added from pfs- pregnancy (stillbirth or miscarriage), device ineffective, miscarriage. Concomitant drug, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida, cesarean section, vaginitis, chest pain, palpitations, abdominal pain, pelvic pain, vaginal discharge, abdominal pain lower, multigravida and parity 4 ((B)(6) 1990, (B)(6) 1991, (B)(6) 2002, (B)(6) 2010.). Previously administered products included for allergy: ibuprofen. Concomitant products included multivitamins (multivitamin) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("vaginal -yeast infections"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain (190-250 lbs)") and experienced adnexa uteri pain ("ovarian pain left side"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced complication of device insertion ("implant failed - right tube"). Essure treatment was not changed. At the time of the report, the abortion spontaneous, migraine, nausea, genital haemorrhage, pelvic pain, weight increased, vulvovaginal mycotic infection, adnexa uteri pain, heavy menstrual bleeding, vaginal haemorrhage, complication of device insertion, dyspareunia, vaginal discharge and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, complication of device insertion, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010(discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: complication of device insertion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, menorrhagia. Lot number: 50512930. Manufacture date: 2010-05. Expiration date: 2013-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ('miscarriage') in an adult female patient who had essure (batch no. 50512930) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo an essure confirmation test" and device ineffective "device ineffective". The patient's medical history included gravida, cesarean section, vaginitis, chest pain, palpitations, abdominal pain, pelvic pain, vaginal discharge, abdominal pain lower, multigravida and parity 4 ((B)(6) 1990, (B)(6) 1991, (B)(6) 2002, (B)(6) 2010.). Previously administered products included for allergy: ibuprofen. Concomitant products included multivitamins (multivitamin) since 2017 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced migraine ("migraine/headache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced vulvovaginal mycotic infection ("vaginal -yeast infections"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain (190-250 lbs)") and experienced adnexa uteri pain ("ovarian pain left side"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). In (B)(6) 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). In 2016, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced complication of device insertion ("implant failed - right tube"). Essure treatment was not changed. At the time of the report, the abortion spontaneous, migraine, nausea, genital haemorrhage, pelvic pain, weight increased, vulvovaginal mycotic infection, adnexa uteri pain, heavy menstrual bleeding, vaginal haemorrhage, complication of device insertion, dyspareunia, vaginal discharge and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adnexa uteri pain, complication of device insertion, dyspareunia, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, pelvic pain, pregnancy with contraceptive device, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2010 (discrepancy noted per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39.1 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: complication of device insertion concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, vaginal discharge, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the event "abortion spontaneous" was upgraded to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.